Manufacturer narrative:
Serial number has been updated to the reader serial number. The serial number of the cable remains unknown. Visual inspection on returned usb/micro-b cable was performed. Observed micro-b connector and cable to be damaged and burnt. Extended investigation has been performed for the reported complaint. A DHR (device history review) for the reader was reviewed and the dhrs showed reader passed all tests prior to release. A power consumption test for the reader was performed and all results were within specification. Therefore, it was determined that the reader could not have caused the damage to the usb cable. No further investigation is required.

Event description:
Customer reported their freestyle libre reader cable caught fire. Customer further mentioned that the ¿cable burned his couch¿. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader (charging cable) is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported their freestyle libre reader cable caught fire. Customer further mentioned that the ¿cable burned his couch¿. There was no report of death, serious injury or mistreatment associated with this event.